Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 53 mg/dl which was lower than a lab reading of 154 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. A watermark was observed at the base of the sensor tail, indicating the sensor was properly inserted. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). Source measurement unit, poise voltage and thermistor testing were performed and all results were within specification. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.